Event description:
Head nurse reports "found cuff leak during testing."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Complainant provided pictures of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Note: issue occurred on (2) separate cases. A separate 3500a form has been completed for the other (1) case.